Event description:
Information received by medtronic stated that the customer alleged under delivery because of high blood glucose level. Customer's blood glucose was 260 mg/dl. Customer was using insulin pump within 48 hours at the time of event. Customer was assisted with troubleshooting. Customer was not using the auto mode feature at the time of event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.